Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited an unexpected decrease in remaining longevity. Device data was submitted to technical services for review. Analysis found the power consumption was increased, and appeared to be aligned with historical periods of atrial fibrillation (af) for the patient. It was noted the patient had been in af for the past two months. Programming options, including programming off atrial sensing, were discussed as a way to mitigate the increased power consumption. The device remains implanted and in service. No adverse patient effects were reported.